Event description:
The male pt had a vena cava filter placed in (exact hosp unk), about 2 weeks ago. The pt presented to this institution for a heart catheterization case and as the physician was getting ready to do the heart catheterization, the found the filter had migrated. It was believed to be in the tricuspid valve of the heart. The vena cava filter was then removed from the heart using the retrieval set and an mpa guiding catheter. After filter removal, the pt was doing fine. The filter was removed in late 2008. Pt was doing fine after the filter retrieval.

Manufacturer narrative:
Expiration date unk as lot number info not provided by the reporter. Unk as lot number info not provided by the reporter. Event eval: this event is still under investigation.